Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic meter. The blood glucose results were 35, 240 and 90 mg/dl. Tests were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.